Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received. Follow up with clinic reported patient had last been seen by them (B)(6) 2010. Son had driven patient in, patient was sound asleep in car and unable to be awoken. Clinic gave son the option of calling for medical transport and having patient seen in the ER, but son refused. The clinic reported they would then be doing transtelephonic monitoring. The patient was rescheduled for a clinic appointment on (B)(6) 2010 when patient would be "more alert." Follow up with patients primary care physician reported the patients device was nearing end of life and would have been needing replacement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed the device was at eri and programmed to vvi 65 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. Additional testing revealed the no output condition was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.